Event description:
The following was reported to hamilton medical ag: inspected ventilator technical event-231008 shows in screen.this error shows only in standby mode only. Ventilator start with seating more than 21% fio2 ventilator works properly. No patient involvement as it occurred during inspection.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).